Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced a non-penumbra balloon guide catheter from the femoral artery and into the ica. The physician then removed an ace68 from its packaging and observed a kink on the proximal end of the ace68. The damage to the ace68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60).